Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within six days of implant the left ventricular (lv) lead was found on x-ray to have dislodged into the right ventricle. The dislodgement was also confirmed by fluoroscopy. The lv lead appeared to be capturing the right ventricle. The event was reported from the system longevity study. The lv lead was explanted and was replaced. No patient complications have been reported as a result of this event.